Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure a perforation in the distal left anterior descending artery occurred, which required the use of a 2.8 x 19 mm graftmaster covered stent. However, the graftmaster could not cross to treat the perforation due to resistance with the anatomy. When the graftmaster was being removed, the stent dislodged inside the guiding catheter. The stent was retrieved successfully. Peri-procedural transthoracic echocardiogram (tte) showed significant amount of pericardial effusion with tamponade physiology; therefore, successful pericardiocentesis was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and the subsequent treatment appear to be related to circumstances of the procedure. The reported patient effect of cardiac tamponade is listed in the graftmaster rapid exchange (rx), coronary stent graft system, instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.